Event description:
A physician reported that poor suction during ultrasound (us) and during cataract surgery with intraocular lens implant. The procedure was completed on same day after replacement of product with new one. There was patient contact but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).